Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for investigation and it was returned and the investigation documented in an investigation report dated 2016-02-16. In the complaints laboratory, a visual inspection was carried out. On the blood inlet side of the oxygenator, many small clots could be observed. The outlet side was clean. The lot number of the oxygenator was removed in the hospital. The oxygenator was disinfected and cleaned with sodium hypochlorite and then sent to the qa-laboratory for performance testing. In the qa-laboratory, a gas exchange performance test was performed according to (B)(4), and the product passed the test and the gas exchange performance was found to be within specification. Based on the investigation of the product in the complaints laboratory and the qa-laboratory, and the results of the DHR review, a product malfunction is not indicated, and the reported failure could not be reproduced. Other (clinical) factors may have contributed to the reported event, therefore the manufacturer is not able to confirm the failure.

Event description:
(B)(4)

Manufacturer narrative:
(B)(6) 2015 01:05 pm (gmt-5:00) added by (B)(6) ((B)(4)):(B)(4). The device was not requested for evaluation as the failure is known and was investigated within a similar complaint. The product was tested for its o2 and co2 transfer rate according to lv 009 and passed the acceptance criteria's without any abnormalities found. The problem occurred after 5 days of use. Non device related factors are the most probable cause of the reported problem. Based on these results and the information available at this time, the device operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. (B)(4).

Event description:
It was reported the customer felt that the quadrox was not performing adequately. Delivered post oxygenator o2 on 4 lpm blood flow with sweep of 11 lpm saturation is 81 with po2 (oxygen parial pressure from patient of 39 device was switched for another. (B)(4). (B)(6).